Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 86 mg/dl. The customer stated that the pump made a squeal noise and then no power. The customer changed the battery and it sent to 6 then shut off again. The customer tried several batteries and the same thing happened. The customer will be sent a replacement pump.